Manufacturer narrative:
(B)(4).

Event description:
A package that was sent to the patient was returned indicating that the patient was deceased. Upon following up with the patient's physician, it was reported that the patient passed away on (B)(6) 2017. The cause of death is unknown. It is unknown if the patient's death is related to pump therapy.